Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with the handle fully closed and the nosecone was over-captured by the capsule. Delamination was observed over the nitinol reinforcing frame of the capsule. The capsule appeared buckled. A bend was evident to the catheter shaft. The device was received with the locking collar still loaded. The locking collar was successfully removed from the device. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. On retraction of the capsule via the rotation of the actuator, the valve deployed as expected with an infold noted. An in-house evfxplus-29 valve was successfully loaded onto the dcs. After the successful loading of the valve onto the catheter there was no evidence of a misload on the capsule. There was no evidence of a buckled capsule. The in-house valve was deployed with no issues noted. Multiple flattened areas were observed on the inner member. Damage observed on the threading of the screw gear. No other deformation evident to the remainder of the device. The reported event misload could be confirmed through analysis. The reported event buckled capsule could be confirmed through analysis. The reported event difficult to close could not be confirmed through analysis. The reported event difficult to load could not be confirmed through analysis. Updated data: d9. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of a transcatheter aortic valve, the capsule of the dcs did not close, two grooves were visible in the area of the paddle attachment box, and the dcs flexed more than usual and seemed to be under stress. The valve was loaded by an experienced valve loader, and there were no difficulties during the initial three quarters of the loading procedure. All components were exchanged. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10:  product ID evfxplus-29 (serial: (B)(6); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evprop23-29 (serial: unknown); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a procedural delay occurred in result of the capsule issue.